Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump was monitored and unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that numbers were scrolling on their own and insulin pump went blank. Customer's blood glucose was 291 mg/dl. After troubleshooting, display screen returned; customer was advised that insulin pump would need to be replaced.